Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that an incorrect verbiage was used in section h10. Corrected verbiage: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Event description:
Additional information received. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No this was caught before it reached the patient. Material #: 305180 batch#: 3347863. It was reported by customer that caregiver was prepping to administer morphine. When aspirating the medication out of the vial with a blunt needle (ref 305180 (lot # 3347863), the caregiver noted it is was occluded. Then the medication filled the syringe with a reddish pink color and the caregiver thought it may have been blood. When questioned, the caregiver did believe they open a new blunt needle package. Verbatim: complaint received via email(s) attached. Verbatim per customer: "caregiver was prepping to administer morphine. When aspirating the medication out of the vial with a blunt needle (ref 305180 (lot # 3347863), the caregiver noted it is was occluded. Then the medication filled the syringe with a reddish pink color and the caregiver thought it may have been blood. When questioned, the caregiver did believe they open a new blunt needle package. "

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported when aspirating the medication out of the vial with a blunt needle the medication filled the syringe with a reddish pink color. To aid in the investigation, one sample with an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and in the needle hub there is a dark colored foreign matter. The two photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis. The laboratory report confirmed the foreign matter was not biocontamination, but the closest match was to grease. This confirms the foreign matter is equipment lubricant. This defect could occur if, after maintenance or an equipment repair, residues of lubricant were left inducing the defect reported. A device history record review was completed for provided material number 305180, lot 3347863. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #: 305180, batch#: 3347863. It was reported by customer that caregiver was prepping to administer morphine. When aspirating the medication out of the vial with a blunt needle (ref (B)(4) (lot # 3347863), the caregiver noted it is was occluded. Then the medication filled the syringe with a reddish pink color and the caregiver thought it may have been blood. When questioned, the caregiver did believe they open a new blunt needle package. Additional information: did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No this was caught before it reached the patient. Describe any signs, symptoms, and/or complications the patient experienced. Describe how it was treated and the patient outcome. This product never made it to a patient.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the complaint was submitted in error. There was no identified defect or malfunction. This MDR will be void and the complaint cancelled.